Event description:
Procedure type: bariatric procedure. According to the reporter: the customer reports the needle came off the thread during a digestive intervention. The needle got lost and could not be retrieved the needle was located during a scanner and the patient had surgery on (B)(6) to extract the needle.

Manufacturer narrative:
(B)(4).